Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient felt light-headed, was sweating, and shaking. His dexcom alerted him with a "sensor failed, replace sensor" message during warmup after the sensor had been put on the arm. He grabbed and drank juice but did not check his blood sugar manually using a fs. While preparing lunch, he sat on the couch and did not anticipate that his sugar was lower than expected. He closed his eyes and became unconscious. His wife arrived and tried to wake him, thinking he was sleeping. When he became unresponsive, she called 911. When the emts arrived, his blood sugar was 23 mg/dl. He was given half an ampule of dextrose (50%) and transported to the hospital, where his sugar was 60¿63 mg/dl. In the emergency room (ER), his blood sugar rose to 120 mg/dl, and bloodwork was performed. No additional treatment was given except to continue dextrose administration. He stayed in the hospital for 5 hours. Upon discharge, his blood sugar was 134 mg/dl, and he was feeling much better. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.